Manufacturer narrative:
The software investigation determined that the behavior described was the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: products sw v. 2.3 fdr, fdr and fdc applies to software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. Inverted images. It was reported that the cd was downloaded onto the system the bone was black and the air space was white. Had her delete the patient and try to download the image unstructured alternate and the 3d model was a block. Additional information was received and it was noted that they were able to fix the issue. Scan was done at an outside facility. The threshold was way out of range and needed to be adjusted. The system was working fine. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.